Manufacturer narrative:
The reported complaint of a damaged head restraint wire was confirmed during visual inspection of the returned autopulse platform (sn (B)(4)). To remedy the issue, the top cover needs to be replaced. Evaluation of the autopulse platform during initial power-up, revealed user advisory (ua) 27 (encoder fault (>3000 rpm)) error message. Replacement of the encoder gearbox and a clutch is needed to remedy the fault. In addition, unrelated to the reported complaint, found damaged top cover, bottom enclosure, front enclosure, and the battery lock. The autopulse platform is a reusable device and was manufactured in january 2008 and is 11 years old, well beyond the expected service life of five years. Therefore, this type of physical damage is characteristic of normal wear and tear for the life of the device. Following the repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(4).

Event description:
During the shift check, the head restraint wires on the autopulse platform (sn (B)(4)) were observed damaged. The platform was returned to zoll for evaluation. During functional testing, a user advisory (ua) 27 (encoder fault (>3000 rpm)) error message appeared upon powering on the device. There was no patient involvement.